Event description:
Necrosis at injection site, abscess at injection site, inflammation at injection site, rejection of graft, redness at injection site, information was rec'd in 2007, and three days later from a physician via a distributor in another country regarding a female pt age unknown, who was injected with hylaform in the nasolabial folds in 2006. The pt experienced redness and inflammation on an unknown date in 2007 and necrosis the same month, on an unknown date, she experienced "rejection of the graft with inflammation and abscess". The pt was treated with an unspecified antibiotic for eleven days in 2007. On an unknown date, the abscess was cleaned and "sulfadiazine argentica" was applied topically. The physician evaluated the intensity of the necrosis to be severe and definitely related to hylaform. As the same day, the necrosis had resolved without sequelae, and the outcome of redness, abscess, "rejection of graft" and inflammation was not provided. No further information was provided.